Event description:
Patient with history of right lung nodule was admitted for a CT scan-guided biopsy of right lung. The needle of the corvocet biopsy system was checked prior to using the device. The needle did not fire as it should have. Needle was not used on patient. A new needle was used for the case. No known harm to patient.